Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. A review of complaints was performed and there have not been any similar reports related to a device malfunction. Clinical evaluation: clinical evaluation: inflammation is the biological response to something harmful or irritating that affects a part of our body. The signs and symptoms of inflammation, specifically acute inflammation, show that the body is trying to heal itself. Inflammation does not mean infection, even when an infection causes inflammation. Infection is caused by a bacterium, virus or fungus, while inflammation is the body's response to it. Inflammation may be caused by improper surgical fixation technique or a foreign body reaction. The report states that the patient developed a rash after hernia repair. Mesh placement has a risk of the person's body to react and develop an inflammatory response. Some patients present postoperatively with complaints of a hyperemic (an increase in the quantity of blood flow to a body part) type of rash on the skin of their anterior abdominal wall in the area of mesh implantation. The rash eventually dissipates and there is no subsequent development of infection, hernia recurrence, or need for explantation.

Event description:
Hospital reported a patient developed a rash after a coated mesh was implanted.